Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed during review of the device's activity log; however the device was put through extensive testing without duplicating the malfunction. The device's system board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "paddle fault" message. Complainant indicated that there was no patient involvement in the reported malfunction.